Event description:
It was reported to philips that monitors in both the exam room, and the control room were off during booting. It took a few reboots for the displays to come on. The system was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.